Event description:
It was reported that a vessel injury occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. During the transseptal puncture, the physician looked to be in a good position on the septum that was slightly anterior. After the radiofrequency (rf) delivery, the rf wire was slightly advanced into the left atrium, but the physician was unable to track exactly where it was going, with it potentially directed toward the aorta. The was sheath was never advanced, but it was noticed on retracting the rf wire back, that there seemed to be a jet on color doppler on transesophageal echocardiography (tee) coming from the area of the aorta. Swelling was also noted in the tissue around that area. The physician contacted cardiothoracic (CT) surgery to have them ready if needed. Everything was pulled back to the right side, and the procedure was cancelled. The physician gained arterial access and did a contrast shot of the aortic root in a few angles, which all looked normal. The tee had no changes either. No pericardial effusion was noted. A computed tomography (CT) scan of the patient was also performed, which was normal per the physician. The physician plan was to observe the patient for 24 to 48 hours and then discharge them. Patient was discharged home the next day with no other complications/interventions. It was reported that the patient had difficulty anatomy. Product return is not expected. It was further reported that the versacross connect and rf wire were in the body at the time of patient complication. There were no device malfunctions, but we think that the rf wire hit the aorta when it was still delivering energy. The rf wire might had hit the aorta, which caused the issues. The patient was hospitalized overnight, and a CT scan was performed, no other interventions were needed. The patient was discharged the next day. The patient hemodynamics never changed and were completely stable.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the swelling and vessel trauma are known inherent risk of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the events of vessel trauma and additional intervention required are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: based on the information provided, the reported events of vessel trauma are known inherent risks of the versacross connect access solution device. Vessel trauma is an expected procedural complication addressed within the IFU for the versacross connect access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
Due to the additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a vessel injury occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. During the transseptal puncture, the physician looked to be in a good position on the septum that was slightly anterior. After the radiofrequency (rf) delivery, the rf wire was slightly advanced into the left atrium, but the physician was unable to track exactly where it was going, with it potentially directed toward the aorta. The was sheath was never advanced, but it was noticed on retracting the rf wire back, that there seemed to be a jet on color doppler on transesophageal echocardiography (tee) coming from the area of the aorta. Swelling was also noted in the tissue around that area. The physician contacted cardiothoracic (CT) surgery to have them ready if needed. Everything was pulled back to the right side, and the procedure was cancelled. The physician gained arterial access and did a contrast shot of the aortic root in a few angles, which all looked normal. The tee had no changes either. No pericardial effusion was noted. A computed tomography (CT) scan of the patient was also performed, which was normal per the physician. The physician plan was to observe the patient for 24 to 48 hours and then discharge them. Patient was discharged home the next day with no other complications/interventions. It was reported that the patient had difficulty anatomy. Product return is not expected. It was further reported that the versacross connect and rf wire were in the body at the time of patient complication. There were no device malfunctions, but we think that the rf wire hit the aorta when it was still delivering energy. The rf wire might had hit the aorta, which caused the issues. The patient was hospitalized overnight, and a CT scan was performed, no other interventions were needed. The patient was discharged the next day. The patient hemodynamics never changed and were completely stable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a vessel injury occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. During the transseptal puncture, the physician looked to be in a good position on the septum that was slightly anterior. After the radiofrequency (rf) delivery, the rf wire was slightly advanced into the left atrium, but the physician was unable to track exactly where it was going, with it potentially directed toward the aorta. The was sheath was never advanced, but it was noticed on retracting the rf wire back, that there seemed to be a jet on color doppler on transesophageal echocardiography (tee) coming from the area of the aorta. Swelling was also noted in the tissue around that area. The physician contacted cardiothoracic (CT) surgery to have them ready if needed. Everything was pulled back to the right side, and the procedure was cancelled. The physician gained arterial access and did a contrast shot of the aortic root in a few angles, which all looked normal. The tee had no changes either. No pericardial effusion was noted. A computed tomography (CT) scan of the patient was also performed, which was normal per the physician. The physician plan was to observe the patient for 24 to 48 hours and then discharge them. Patient was discharged home the next day with no other complications/ interventions. It was reported that the patient had difficulty anatomy. Product return is not expected.